Event description:
Patient reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture, was received on jun 16, 2022 with lot number: 2146134. Visual analysis of the returned device identified: weight to the spec and an opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.